Event description:
Additional information received reported that there was no damage or evidence of tampering to the device packaging.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. No damages were found with the echelon-10 hub. The echelon-10 micro catheter body was found kinked at ~15.6cm and ~25.8cm from the proximal end. The distal tip and marker bands were found undamaged. The distal ~3.0cm of the catheter tip appears to have been shaped. The catheter wall was found thinning proximal to the distal marker band and with a small hole was observed at the thinning location. The echelon-10 micro catheter total length was measured to be ~152.3cm and the usable length was measured to be ~145.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end as well as the small hole. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. It is possible the cause of the catheter leaking was due to the hole produced during improper shaping. Possible examples are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), or holding the device against the heat source too long (approximately 10 seconds). The catheter wall was found thinning at this same location, potentially due to the steam shaping. The hole would have occurred at the thinning location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device was removed from packaging and the issue was found during the preparation process. The cause of the hole was not determined.

Event description:
Medtronic received a report that an echelon catheter had a hole. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 18mm. It was reported that after opening the package of the microcatheter and preparing for shaping, a hole was found at the tip of the catheter. The catheter was replaced and the operation was successfully completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.